Event description:
It was reported that the patient went to the hospital, due to hitting a capillary that caused bleeding. For treatment, the patient had to get stitches to stop the bleeding. The patient stated that they were on blood thinners. The pod was worn between 4 and 24 hours on the abdomen. The pod was discarded. The patient was discharged after 4 hours. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the bleeding . No lot release records were reviewed, as the product lot number was not provided.